Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. The reported valve was returned to new world medical for evaluation, was tested, and was within the range of the intended functioning of the device.

Event description:
Valve was implanted and explanted due to anatomy and failure to maintain ocular pressure. Chamber continued to collapse and the decision to remove valve was made. Low to zero iop cause of explant.